Event description:
The customer reported to olympus, that the gastrointestinal videoscope had an air leak from the grip. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction and the play of the up and down knob were out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack and a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the control unit had corrosion due to water leakage, the suction cylinder was shaved, switch 4 had wear, and the adhesive around the objective lens was peeled. Additionally, the following had scratches: the bending section cover, plastic distal end cover, connecting tube, protector of the universal cord on the suction connector side, protector of the universal cord on the control section, and the insulation resistance value at the distal end did not meet the standard value due to a scratch on the bending section cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.